Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) small volume folfusors were leaking. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured between 3/28/2017 ¿ 3/31/2017. The two (2) devices were received for evaluation. Visual inspection was performed and white crystalized powder was noted located at the blue winged luer cap. The blue winged luer cap was noted to be slightly untightened. A functional leak test was performed and the blue winged luer cap was hand tightened by manually rotating the cap until the cap could no longer be rotated. The next day, no signs of leak were observed at the blue winged luer cap. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.